Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer called in due to having high blood glucose and not knowing what the cause of it was and he changed his set and gave himself a manual injection not too long ago. Customer¿s blood glucose at time of incident was 357 mg/dl and current blood glucose was 325 mg/dl. Customer treated for high blood glucose with manual injection. The blood glucose was 247 mg/dl. The blood glucose values provided were 357 mg/dl, 330 mg/dl and 410 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Customer advised to monitor and call back if issue persists after his manual injection starts to wear off since he took short acting. The insulin pump will not be returned for analysis.